Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry pc was not staring up. Review of system log file confirmed the reported malfunction. Upon inspection, fse identified that the issue was due to bad power supply in geometry pc. The cause of defective pc failure could not be concluded from supplier¿s part analysis but identified a wrong hdd and replaced during pretest. However, the issue was resolved after philips engineer replaced the geometry pc and installed software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's geometry computer would not boot, prevent geometry movements. The system was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.